Event description:
Supplemental report is being submitted due to the completion of the investigation on 10-nov-2023.

Manufacturer narrative:
PMA/510(k) # k180868. Device evaluation: 32 x enbd-5 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review: as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all enbd-5 devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Historical data not reviewed as lot number is unknown. It should be noted that the instructions for use (ifu0129) states the following: ¿the nasal biliary drainage set is intended for temporary endoscopic drainage of the biliary duct through the nasal passage by use of an indwelling catheter¿. There is evidence to suggest the user did not follow the IFU. The japanese packaging insert (c-es0906f05) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Image review: an image was not returned for evaluation. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Root cause review: a definitive root cause of off label use was identified from the available information. The user inserted the enbd-5 device into the gallbladder. As per the IFU, this device is intended for temporary endoscopic drainage of the biliary duct through the nasal passage by use of an indwelling catheter. When the device is used outside it's intended use, the effects cannot be predicted. Therefore, the user is recommended to adhere to the IFU and intended use. It should also be noted that the user utilised a 0.025 inch wire guide with the device which is considered user error and linked to the off label use. As per the label, a 0.035 inch wire guide is recommended for use with the device. Summary: failure identified: off label use - 32 devices confirmed used. A definitive root cause of off label use was identified from the available information. The user inserted the enbd-5 device into the gallbladder. As per the IFU, this device is intended for temporary endoscopic drainage of the biliary duct through the nasal passage by use of an indwelling catheter. When the device is used outside it's intended use, the effects cannot be predicted. Therefore, the user is recommended to adhere to the IFU and intended use. It should also be noted that the user utilised a 0.025 inch wire guide with the device which is considered user error and linked to the off label use. As per the label, a 0.035 inch wire guide is recommended for use with the device. The complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patients did not experience any health consequences or adverse effects. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Kawahara, 2022 ¿ accuracy of endoscopic transpapillary gallbladder drainage with liquid-based cytology for gallbladder disease. This single-arm prospective clinical trial included a total of 35 patients scheduled to undergo etgd between march 2017 and september 2019. A 5f pigtail nasobiliary drainage tube was inserted into the gallbladder, and bile was collected over 5 times; if etgd failed, a drainage tube was placed into the bile duct. The endpoints were, first, the cytological diagnostic accuracy of etgd and, second, technical success rates and adverse events kawahara 2022: accuracy of endoscopic transpapillary gallbladder drainage with liquid-based cytology for gallbladder disease, this single-arm prospective clinical trial included a total of 35 patients scheduled to undergo etgd between march 2017 and september 2019. A 5f pigtail nasobiliary drainage tube was inserted into the gallbladder, and bile was collected over 5 times; if etgd failed, a drainage tube was placed into the bile duct. The endpoints were, first, the cytological diagnostic accuracy of etgd and, second, technical success rates and adverse events. This complaints captures off label use for the enbd device used in the gallbladder, user error for use of 0.025¿ with the device.

Manufacturer narrative:
PMA/510(k) #: k180868. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.